Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event was determined to be due to the surgical technique was not being followed correctly.

Event description:
It was reported patient underwent a ligament reattachment procedure on (B)(6) 2013. During the procedure, the surgeon predrilled with a 2mm drillbit and it was noted the implant was too proud when it was released from the introducer. Subsequently, the sutures snapped and the implant fractured as the surgeon turned the introducer. No further information is provided on what was utilized to complete the procedure.